Event description:
It was reported that the patient felt symptomatic and dizzy. It was also reported that the right ventricular (rv) lead had oversensing and noise due to a lead fracture. The rv lead was removed and replaced with a new lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product evaluation summary: we did receive performance data collected from the device and have analyzed the data. There was a patient alert for lead failure predictor (lfp) on (B)(6) 2012. The lfp high rate non-sustained of less than equal to 212 millisecond average v-cycle was between (B)(6) 2012. Weekly pace lead impedance trend data shows a spike increase for max ventricular pace bi impedance equal to 703 to 1463 ohms peak between (B)(6) 2012, then returning to 722 ohms on (B)(6) 2012.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the partial lead in segments was returned to the manufacturer and analyzed. The proximal conductor was fractured and the defibrillation conductor distorted. The outer tubing overlay had cosmetic environmental stress cracking (esc) and the outer insulation had cosmetic depression. There was blood in/on the helix/lobe mechanism (sleeve head) and blood in/on the helix/lobe mechanism.